Event description:
It was reported patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2007. No components were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿

Event description:
It was reported patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2007 due to a non-healing surgical wound. No components were removed.